Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that during a preventive maintenance (pm) the batteries failed the run time test. The fse replaced batteries and corrected the failure. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
During a preventive maintenance the intra-aortic balloon pump (iabp) failed the battery short run time test. There was no patient involvement and no death or injury was reported.